Event description:
It was reported that prior to a surgical procedure at the user facility, the theatre staff was opening sterilization trays and noticed a substance on the pointer for knee navigation. It was reported that the sterilizing department had not noticed any substance before sterilization and that the substance may have leaked out of the device. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event. The procedure was performed successfully with traditional methods.

Event description:
It was reported that prior to a surgical procedure at the user facility, the theatre staff was opening sterilization trays and noticed a substance on the pointer for knee navigation. It was reported that the sterilizing department had not noticed any substance before sterilization and that the substance may have leaked out of the device. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event. The procedure was performed successfully with traditional methods.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Device evaluation is in progress.

Manufacturer narrative:
The reported event that the pointer was dirty was confirmed. Based on the investigation results, it was evident that the pointer board was contaminated. It is possible that fluid entered into the pointer board during surgery and the residue leaked out from the pointer board. After proper sterilization, this residue can be considered sterile. During investigation it was also observed that the battery contacts were corroded and the led ir cover was discoloured. This may have happened during the sterilization process.